Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
Bacterial contamination of device. (B)(4). Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement. This heater-cooler system was returned to sorin group (B)(4) for further investigation and deep disinfection. Microbiological analysis of samples taken on 9/11/2015 confirmed the presence of mycobacteria. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations including the tubing, bridges and crdioplegia/patient circuit tanks. Based on the obvious biofilm in the water circuits of the returned device, it has been concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the IFU. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Not yet returned to manufacturer.

Event description:
Sorin group received a report that the sorin heater-cooler system 3t showed signs of bacterial count increase during set-up. There was no patient involvement.